Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 486 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they experienced nausea and ketones. The customer stated that there were no air bubbles and leaks found. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.